Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of a b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). All available info was forwarded to the actual MFR for further eval. They conducted a batch review and no abnormalities in the MFR of the product were noted. There have been no other reports of this nature against this catalog or lot number. The actual device involved in the reported incident was discarded by the facility and is not available for eval. Without the actual sample, a thorough investigation could not be performed and no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility: needle stick injury reported. The nurse was removing the pre-attached needle from the packaging and the needle cut through the needle shield and the nurse was stuck by the needle. A needle stick report was filed with the surgery center, surgicenter of louisville east. Needle stick reported but testing was not performed. Waived as it was a clean stick because the needle came straight out of a sterile package.